Event description:
It was reported that the patient was experiencing pain and tenderness at the ipg site. It was noted that there was swelling at the pocket site. The patient underwent an ipg pocket revision procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred couple of weeks from implant.